Manufacturer narrative:
Multiple attempts made to follow up with customer, however no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated receiving multiple occasions with inaccurate fill estimates. There was no impact to the customer's blood glucose level.